Manufacturer narrative:
Device evaluation by MFR: the complaint device was received for analysis. Visual inspection of the returned product revealed that the distal 30cm part of the balloon catheter and the core wire at 119 cm to 149 cm from the distal tip were stuck and could not be removed.

Event description:
It was reported that tracking difficulties encountered. A 2.50mm x 30mm emerge balloon catheter was advanced over a marvel guidewire. The emerge balloon catheter was inflated and the balloon ruptured on the initial inflation. The emerge balloon catheter was pulled back but it was stuck in the lesion. The emerge balloon catheter was able to be pulled back and balloon damage was observed. The marvel guidewire was removed and a piece of the emerge balloon was noticed on the marvel guidewire. Another device of a different model was used to complete the procedure. No patient complications nor injuries were reported. However, returned device analysis revealed guidewire entrapment.